Manufacturer narrative:
Submit date (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a umbilical vessel catheter (uvc). The customer reports that the catheter was inserted on (B)(6) 2011 and on (B)(6) 2011 it was noted that a hole developed at the hub location causing a leak and air to get into the catheter. The uvc was removed and was not replaced. The pt is reported as doing well.